Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had intermittent loss of capture noted on the telemetry strips. It was noted that the lv lead resides in the rv port for pacing. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.